Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred, customer cleared the alarm and an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. No additional information received regarding altitude alarm. The customer's blood glucose was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.